Manufacturer narrative:
Zoll has received the platform however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Event description:
During shift check, customer reported the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (serial # (B)(6) displayed user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 advisory message was due to a defective load cell module, likely due to a defective component or mishandling such as drop. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. Review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) around the customer's reported event date; thus, confirming the reported complaint. In addition, unrelated to the reported complaint, archive showed ua18 (max take-up revolution exceeded), ua02 (compression tracking error) and ua20 (position out of range) errors. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 18 occurs when the driveshaft has traveled past the maximum number of revolutions without detecting a patient/object/manikin. As take-up is performed, the driveshaft moves the lifeband past the maximum allowable take-up depth without detecting a patient/object/manikin, which results in a load change at the load plate. The take-up position is achieved when the load plates sense an additional 6 lbs. Of load compared to the pre-take-up load. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient/object and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, user advisory 02 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, user advisory (ua) 20 is the clearable error message and alerts the operator that the autopulse driveshaft is not within the normally acceptable range of positions. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended. The driveshaft was rotated to "home" position to clear ua20 error. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. Load cell characterization test results confirmed that load cell module 1 was defective. To remedy ua07, the load cell module 1 was replaced. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).